Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had incompatible scope error (e315). The event occurred during inspection for use. There were no reports of patient harm.